Manufacturer narrative:
Additional information: h4, h6, h11: h4: the lot was manufactured between july 19-22, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor was loose. The issue was further described as, the balloon in the pump was loose; hence, an unspecified syringe could not be tightened properly on the device. This was discovered during setup. There was no patient involvement. No additional information is available.